Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the issue. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was also noted that the pre-procedure gradient was 3mmhg. An xtr clip delivery system (cds) (90829u170) was successfully implanted, reducing mr to a grade of 2-3. However, the gradient level increased to a 6mmhg. In an attempt to further reduce mr, the physician advanced an ntr cds (90828u132). Grasping was performed, but the gradient level increased to 10mmhg. The physician decided not to deploy the clip. The clip was retracted and the procedure was discontinued. Mr remained and a grade of 2-3 and gradient remained at 6mmhg. There was no clinically significant delay in the procedure. No additional information was provided.